Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported the unit powers on and off itself. Touch screen is not working and display is dim. Also, the top case is cracked. The customer contacted product support and requested for service repair. Product support advised the field service engineer (fse) that the unit powering itself on could possible be a battery or the user interface board. The customer reported that the unit was not in use on a patient. The (fse) replaced the assembly to address the reported issue.

Manufacturer narrative:
G4: 22jul2020. B4: 11sep2020. Failure analysis on the returned user interface assembly shows that the reported problem of power auto cycling was not observed. The reported problem of a dim display was verified. Root cause of dim display is the failure of the ccfl backlight. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.